Event description:
A us distributor returned a charger/modem indicating that it was resetting.

Manufacturer narrative:
Device eval summary: device eval of charger/modem sn (B)(4) has been completed. The reported problem (resetting) was confirmed. As rec'd, the charger/modem would not charge a battery pack. Upon eval, there was contamination on the battery board and the u13 component was internally shorted. The cause of the inability to charge a battery pack is the contamination and shorted component. The root cause of the contamination and shorted component is ingress of an unk contaminant. No adverse even resulted from the contaminated charger/modem.